Event description:
Clinical support was contacted while the device was in preparation mode and observed the pressure sensor dropping from -3 mmhg to -8 mmhg with the lowest value on the gui at -12 mmhg. The device user was advised to drain the disposable set and then use a new set.

Manufacturer narrative:
The investigation completed concluded a faulty pressure sensor was the cause of the reported issue. The supplier has implemented 100% inspection to ensure proper function of pressure sensors prior to use in production. Any sensor failing inspection will not be utilized.

Event description:
Clinical support was contacted while the device was in preparation mode and observed the pressure sensor dropping from -3 mmhg to -8 mmhg with the lowest value on the gui at -12 mmhg. The device user was advised to drain the disposable set and then use a new set.

Manufacturer narrative:
The device was not returned, so it was not evaluated. The root cause analysis actions involved testing of a different disposable set lot and event history log review.

Event description:
Clinical support was contacted while the device was in preparation mode and observed the pressure sensor dropping from -3 to -8 with the lowest value on the gui at -12. The device user was advised to drain the disposable set and then use a new set.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrective and preventive actions (CAPA) has been initiated. The peliminary findings are that the root cause of the issue seems to be faulty pressure sensors. The faulty sensors cannot equilibrate to atmosphere. A supplier corrective action request (scar) has been initiated to further investigate the root cause of the issue and is currently pending completion. All sensors obeserved to have drifting offset values will be removed from stock and quarantined. One hundred percent inspection of all sensors are performed prior to assembly into the disposable sets. Any sensors failing offset range or drift will be quarantined.